Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the event did not result in life-threatening illness or injury.

Manufacturer narrative:
Correction for the aware date of the information indicated. The previously submitted supplemental report indicated this information was received on (B)(6) 2018, however this date was entered in error. The information was received on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the event did not result in life-threatening illness or injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). The patient's clinical diagnosis was updated from passive mobilization to reduced movements.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information clarified the high impedance was caused by a mistake in putting the settings in the ins, only one "sight" was connected. There were no falls associated with the event. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389-28, lot# b0769751k, implanted: (B)(6) 2008, product type: lead. Product ID: 7482, serial (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3389-28, lot# b0769752k, implanted: (B)(6) 2008, product type: lead. Product ID: 748295, serial (B)(4), implanted: (B)(6) 2008, product type: extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a clinical diagnosis of high impedance and passive mobilization. The patient was not feeling better since receiving their new ins. The technician looked at the simulation parameters and found all of the impedance on the patient's right contacts were higher than 10000 ohms. The etiology was listed as related to the device/therapy, and related to the implant procedure. The patient was previously reprogrammed on (B)(6) 2017 and was reprogrammed on (B)(6) 2017. The event resulted in a life-threatening illness or injury and in-patient prolonged hospitalization. The event was resolved without sequela on (B)(6) 2017. No further complications were reported or anticipated.